Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for final proximal optimization technique (pot). Multiple inflations were performed; however, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with this device. There were no patient complications reported and the patient condition was good.